Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a button error alarm. Customer¿s blood glucose value was 193 mg/dl. Customer stated that they were unreachable to clear button error. Customer stated that the insulin pump was not exposed to moisture. The product will not return for the analysis.